Event description:
The customer called ameda on (B)(6) 2014 and stated that beginning (B)(6) 2014, she noticed bilateral skin irritation to her breast tissue which came in contact with the 22.5 mm reducing inserts. She sought medical attention on (B)(6) 2014 and was diagnosed with contact dermatitis by her health care provider. She has been using prescribed topical cream, in addition to switching to silicone flexishields and the condition is resolving.

Manufacturer narrative:
"The returned breast flange inserts were undamaged. No discoloration or surface roughness was observed. The material specification for ameda breast flange inserts has been tested to meet the biocompatibility requirements for iso 10993. This includes testing for irritation and sensitization. The test results simulate that the material has a low risk of causing irritation or sensitization when in surface contact with skin".